Event description:
Caller reported difficulties with the pump¿s quick bolus/wake button, which needed multiple presses to activate the pump screen. There was no reported impact on the customer¿s blood glucose level. Caller received guidance on effectively pressing the button and was advised to remove the pump case to potentially ease button use. Despite these measures, the issue persisted, leading to a decision by technical support to replace the pump. The customer was informed of the replacement, shipping details were confirmed, and instructions for returning the malfunctioning pump were provided. The type of backup insulin therapy during this period remained undisclosed by the customer.